Event description:
It was reported that the image quality on the 8800 system was getting very poor as the day went on. It was also noted that there was a collimator error and by pressing any key the collimator stuck (kvp upper 100). The collimator was manually opened. Case completed and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power cable. The system was tested and found to be working as intended and placed back into service.